Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the malfunction was not confirmed therefore a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited an unfocused image. The issue occurred during sedation of a diagnostic endoscopy that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide an update that a device history record was conducted. Updated fields: h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue.